Manufacturer narrative:
Follow up 03/25/2016 - device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse testing) was confirmed. As received, the monitor failed incoming pulse testing. Upon evaluation, the u16 and u18 processors were defective. The cause of the pulse test failure is the defective processors. The root cause of the defective processors cannot be positively identified. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse testing) was confirmed. As received, the monitor failed incoming pulse testing. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.

Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed pulse testing) was confirmed. As received, the monitor failed incoming pulse testing. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.